Event description:
The physician intended to use a resolute onyx drug-eluting stent to treat a lesion in the 1st diagonal. The target lesion exhibited moderate calcification and moderate tortuosity. Resistance was encountered advancing the device. The device passed through a previously deployed resolute onyx stent in the lad. It was reported that the stent dislodged from the delivery system. The physician indicated that there may have been some movement when the stent was being inflated but this could not be confirmed. The dislodged stent was later snared downstream and safely deployed. The device had been removed from its packaging as per IFU with no issues noted. No further patient complications reported. Cine image review: the deployment of the initial resolute onyx stent in the proximal lad appears to have been positioned such that the ostium of the d1 was covered thus requiring the delivery of the procedural wire and the subsequent devices through the cell of the previously deployed stent. The deployment of the proximal stent appears to have resulted in occlusion of flow in the d1. Repositioning of the wire and pre-dilation of the d1 ostium appears to have been completed. Observation of the wire movement in the vessel appears to show that there was difficulty with the wire movement i.e. Buckling/kinking of the procedural wires during the procedure. The resolute onyx stent appears to have caught during attempted delivery through the previously deployed stent into the d1, and during positioning dislodged from the balloon. The dislodged stent was subsequently repositioned distal to the previously deployed stent in the lad and deployed and post dilated until a successful result was obtained. Final angiographic images showed timi 3 flow in the d1 without further ballooning or stenting. Please note that this device (resolute onyx rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent migration). Evaluation conclusions: known inherent risk of procedure (stent migration). (B)(4).

Event description:
Additional information: additional information received through a site visit reported that the resolute onyx did not have to be passed through the previously deployed stent in the lad. The stent was placed and inflated at nominal pressure for 5 seconds. Further review of the images during site visit confirmed that the 2.25 x 26mm resolute onyx stent was positioned successfully at the ostium of the d1 prior to expansion of the stent. At some point after the decision to inflate the balloon of the delivery system, prior to full inflation and vessel wall contact both the stent and delivery system moved and became positioned in the lad. The physician commented that there were a number of things happening at this time, thus making it difficult to know exactly how/when this movement occurred. The site visit concluded that the event was not a traditional stent dislodgment issue but was more likely a stent migration issue. This is supported by review of the images from the subsequent procedure where the migrated stent looks to be quite uniformly deployed as it is being pushed further distally in the lad. This uniform deployment of the stent would indicate that the stent was correctly positioned on the delivery system during inflation, which would not be the case with a dislodged stent. Cine image review: the deployment of the initial resolute onyx stent in the proximal lad appears to have been positioned such that the ostium of the d1 was jailed due to plaque shift thus requiring additional treatment. Pre-dilation of the d1 ostium appears to have been completed prior to the delivery and inflation of the 2.25mm resolute onyx device at the ostium of the d1. During this activity the delivery catheter and stent migrated proximally back into the previously deployed 4.0mm resolute onyx stent in the proximal lad.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent dislodgement). (No device returned for analysis). No results available since no evaluation was performed. Related to operational context (delivery of stent into d1 through previously deployed stent). Related to another drug/device(previously deployed proximal lad stent contributed to the difficulties but it was not the cause of the dislodgement). Evaluation method: (image review). Evaluation conclusions: operational context caused or contributed to event (delivery of stent into d1 through previously deployed stent). Known inherent risk of procedure (stent dislodgement). (B)(4).